Manufacturer narrative:
Additional information was received that the stent was implanted on (B)(6) 2014, rather than (B)(6) 2014, as previously reported. No further information is available at this time.

Manufacturer narrative:
This device is not available for evaluation. Additional details are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that a smart stent was found to have fractured approximately six months after implantation. This event was also associated with a focal restenosis that was treated with stent implantation. The event involved a patient who underwent successful implantation of a smart control stent in an unspecified vessel. Vessel characteristics were not provided. The lesion was first pre-dilated with 6 x 40mm balloon with a residual stenosis of less than 45%. No difficulty was experienced when crossing the target lesion with the 8 x 120mm smart control stent delivery system (sds). The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The stent was then post-dilated with a 6 x 40mm balloon at 15 atmospheres. Approximately six months after the index procedure, the patient underwent an angiogram that revealed focal restenosis in the previously implanted smart stent and a stent fracture. Approximately seven months after the index procedure, the patient underwent an angiogram that revealed that the previously implanted 6 x 150mm smart stent was fractured (type I). The site further reported that the fracture was not flow-limiting and there was no separation of the stent. The other smart stent was noted to be un-fractured. There was no reported patient injury and the event did not require further intervention. Angiographic films were not available for review. The event was treated with angioplasty and the implantation of a zilver ptx stent. The site has indicated that films of the event are available but has not provided them by the time of this report. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that there was "discovery of a stent fracture of a smart control during the post-dilatation control. Re-intervention for intra-stent re-dilatation. Patient is well." There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with a 6mmx40mm balloon at 15 atm. The percentage of stenosis after pre-dilatation was less than 45%. Visipaque contrast was used and it was mixed with nothing. There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. Post-dilation was performed with a 6mmx40mm balloon at 15 atm. The patient¿s status at the end of the procedure was good. Procedural films are available. The procedure was an angiogplasty.

Manufacturer narrative:
Additional information was received that the fracture was noted 6 months later and there was focal restenosis. A repeat angiography was performed which confirmed the fracture. Additional angioplasty was performed and a drug eluting stent (zilver ptx) was implanted. Additional information is pending and will be submitted within 30 days upon receipt.